Manufacturer narrative:
Our records indicate this device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock for conducted atrial fibrillation (af). Boston scientific technical services (ts) was contacted regarding this issue and indicated that therapy was given because when the rhythm went from the monitor only zone to the ventricular tachycardia (vt) zone, detection enhancements were not used. The device entered redetection and looked at the rate alone. No adverse patient effects were reported.